Event description:
It was reported that while in the cardiac care unit, the intra-aortic balloon (iab) was prepped per instruction and the super arrow-flex (saf) sheath was inserted into the pt. When inserting the iab into the saf sheath, the iab "stuck in the tip of the saf sheath and did not exit the sheath." As a result, the md removed the iab and the saf sheath as one unit. The md requested another iab for insertion. There was no reported pt death or injury. Medical/surgical intervention was no required. It is unk if therapy was delayed. The outcome of the pt is "good." Reference MDR # 1219856-2010-00525 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.